Event description:
Patient wore a new pair of contact lenses for approximately 1 1/2 weeks. In 2002 they wore the lenses all day, and in 2002 experienced symptoms of watering, redness and photophobia. In 2002 they went to the hospital ER where they were allegedly diagnosed with corneal abrasions due to an ill fitting lens. The same day following the ER visit, the patient was seen and treated by the reporting office. Approximately 2 weeks after this initial visit, the patient was referred to another office who diagnosed keratoconjunctivitis and anterior uveitis. The office reporting the incident indicated that the lenses in question wree obtained by mail order and were refilled three times. The prescription is believed to have been expired and the office reports they have never seen the lenses in question on the patient's eyes. They report the patient has not been wearing lenses since the event occurred. But that they have been attempting to refit them since that time. Current status is unknown.